Event description:
It was reported that while setting up rosa, during draping, the robotic unit would not allow the team to advance or exit in any way. All connections were checked and tightened, and that seemed to fix the issue. However, a field service engineer will examine the robotic unit to ensure there is nothing wrong with it. No additional information currently.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, robotic unit remains on site for inspection. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : robotic unit remains with customer.

Event description:
Upon further investigation, it has been determined that the malfunction has not resulted in serious injury or harm to the patient for any prior events. This event is no longer considered reportable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Physical and technical evaluation was performed by a field service engineer (fse), along with a staubli engineer. The engineers determined that the f/t (force/torque) sensor connection port was damaged. The provided investigation logs analyzed by a subject matter expert (sme) agree with these findings as the logs showed high ft sensor calibrations causing persistent collisions during draping states and communication channel error messages related to ft sensor and staubli. The staubli engineer replaced the damaged connection port. The unit then completed an arm accuracy test, knee applicative, and hip applicative test without issue. The unit was released as fully functional following this intervention. The serial number of this device was reviewed for any deviations and/or anomalies in the servicing/maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the servicing/maintenance process contributed to the reported issue. With the information currently available, the cause for the errors encountered was determined to be hardware damage to the f/t sensor connection port. However, there is not enough information to established a definitive root cause for the damage to the connection port. As such, a root cause is not established at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon further investigation, it has been determined that the malfunction has not resulted in serious injury or harm to the patient for any prior events. This event is no longer considered reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.